Event description:
It was reported that during preparation for a peripheral angioplasty and stenting treatment procedure, the stent dislodged from the balloon. The lesion was located in the left iliac artery. As the physician was preparing the 7.0x40x75cm express ld iliac/biliary pre-mounted system, the stent dislodged from the balloon. This event occurred outside of the patient. Another of the same device was used to complete the procedure. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings:the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user / patient contacted lfs on october 1, 2010 alleging inaccurate high readings on his one touch ultra 2 meter. The patient was comparing his meter readings to his feelings/ normal readings. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient to obtain further clinical information: the patient mentioned that a day before he tested his blood glucose he was exhibiting symptoms in the morning, which consisted of feeling tired, trouble keeping balance and staying on his feet. On (B)(6) 2010, he increased his insulin from 55 unit of humalin once a day to 80 units and then on (B)(6), he took 80 units twice a day so that he could lower his blood glucose levels. The patient had obtained the following results during the time frame "498, 289, 309, 330, 289, 299, 322, 393". The patient ended up going to the ER on (B)(6) 2010 with a blood glucose result of 40 mg/dl on the hospital's device. The patient was treated with an unspecified injection and was given cereal, pancake, roll, scramble eggs juice and coffee. He was also given medication for his rhumatoid. No further clinical information was provided. It would have been helpful to know the readings he had obtained prior to going to the ER. A quality control test was not done since the patient did not have any control solution. The complaint is being reported since the patient alleged that due to the high readings, he increased his insulin dosage and ended up being treated in the hospital for a blood glucose of 40 mg/dl.

Manufacturer narrative:
Follow-up # 3 (04/15/11)-device evaluation: the retain test strips failed due to a high bias at the 100 mg/dl level. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The 510 (k) # is k053529.lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient's product(s) have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case failed testing. On performance testing with control solution the results were found to fall above the labeled range. Therefore, the complaint is confirmed. A secondary issue was found with the test strip vial which had a slight cut on the rim. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Event description:
The customer reported that before inserting the needle into the pt, the operator activated the needle by mistake, resulting in a burn to the pt. The burn was described as 3rd degree and treated with conservative measures. The pt's status was reported to be fine.